Event description:
It was reported that "pump had alarmed for the system error 3, stopped pumping, and the screen whited out. There were no waveforms visible on the screen. This is when they exchanged the pump. The patient is very stable at this time on the second pump". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). No iabp part was returned to complaint department for investigation. According to the event details, the pump was sent to the hospital's trained biomed. According to the field service management database, no service updates have been received as of 21nov2023. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the screen whited out" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "pump had alarmed for the system error 3, stopped pumping, and the screen whited out. There were no waveforms visible on the screen. This is when they exchanged the pump. The patient is very stable at this time on the second pump". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.

Event description:
It was reported that "pump had alarmed for the system error 3, stopped pumping, and the screen whited out. There were no waveforms visible on the screen. This is when they exchanged the pump. The patient is very stable at this time on the second pump". No patient harm or injury. The patient status is reported as "fine".